Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a fluid leak was identified coincident with peritoneal dialysis therapy. The peritoneal dialysis registered nurse (pdrn) reported that the adapter used for the extraneal solution bag was not connected correctly and solution leaked during treatment. The patient did not develop any symptoms, adverse events, or injuries as a result of the reported event. The patient was given vancomycin 1 g and ceftazidime 1 g prophylactically. The pdrn stated that the patient was able to continue pd therapy with no further issues. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Plant investigation: an actual sample and four companion samples were returned to the manufacturer for physical evaluation. A visual inspection was performed and the samples were found acceptable. A simulated use test was performed and the samples were found acceptable. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. Should additional relevant information become available, a supplemental report will be submitted.